Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a backup alarm failure had occurred. The customer verified that the error code occurred in the significant log. The customer stated they would swap out the power management (pm) printed circuit board assembly (pcba) with a known working pm pcba. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.